Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% lesion in the right external iliac artery. Atherectomy was performed and an 8x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and inflated one time; however, it ruptured at burst pressure. Subsequently, an 8x60mm armada 35 bdc was advanced and inflated one time to nominal pressure when the balloon ruptured and separated from the catheter in the right external iliac artery. One hour was spent trying to snare out the separated segment, however it was unsuccessful. An 8.x5cm non-abbott covered stent was implanted to embed the separated segment in the artery. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information provided, the reported material rupture appears to be due to circumstances of the procedure. It is likely that the balloon rupture occurred due to interaction with calcification. There was no report of leaks noted during preparation for use, suggesting that the balloon damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 8x60mm armada 35 balloon referenced is filed under separate medwatch report number.